Event description:
(B)(4).it was reported that following a monarc sling implantation the patient presented with "severe incontinence." She underwent a revision surgery to implant another sling. No additional patient complications have been reported in relation to this event.